Event description:
Pt called lfs in 2002 alleging their ot basic enhanced meter would not power on. Unable to contact pt by phone. The pt provided the following info to the co's customer service rep. Pt stated meter would not turn on friday morning. Pt felt shaky and then took insulin and then had someone take them to the emergency room. They tested the pt there to confirm that they were hypoglycemic and obtained a blood sugar reading of 43 mg/dl. Pt was treated with food. A friend helped them put in new batteries and still not working. The meter has been replaced.